Manufacturer narrative:
Additional information: UDI and mfg updated to proper value.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced.

Event description:
Information was received from a health care professional, via a manufacture representative about a navigation system used in a sacroiliac thoracolumbar procedure. It was reported that there was a green line of communication, but the images would not send to the navigation system. Both navigation and imaging system were rebooted and the connection was flickering green and red. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The procedure was completed using both navigation and imaging systems.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.